Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call battery out limit alarm. Customer advised they went to bed with 1 bar on the device and it ended up shutting off. Customer advised while attempting to replace the battery the device said battery out limit. Troubleshooting for the battery out limit alarm was performed. Customer replaced the battery and the failed battery test alarm occurred. Customer's alarm history showed failed battery test. Troubleshooting for the failed battery test alarm was performed. Customer advised they did not want to further troubleshoot as each time they would change the battery before clearing the alarm.